Event description:
It was reported that during a pci procedure, the maverick otw ptca catheter balloon ruptured at 12 atms. The number of inflations and to what atms is unk. The lesion being treated was a chronic total occlusion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.